Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and high impedance with a possible fracture. The rv lead was deactivated, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular(rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Analyst commented, evidence of rising rv pacing has been noted since (B)(6) 2014. Rv lead impedance was 2096 ohms on (B)(6) 2014.